Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: safesept transseptal needle (model# dp08182, lot# unknown). Manufacture ref no: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an premature ventricular complex pvc ablation procedure with a unknown smart touch bidirectional sf (stsf) catheter and suffered a cardiac tamponade requiring pericardiocentesis. During mapping phase, a pericardial effusion was noticed on the ultrasound. Cardiac tamponade was confirmed by intracardiac echocardiogram ice. Pericardiocentesis yielded 1060cc of fluid. Extended hospitalization was required as a result of the adverse event. Patient outcome was improved. The size of the left ventricle (lv) was cited as a factor that might have contributed to the adverse event, as the patient¿s lv was larger than normal. Physician¿s causality opinion is unknown. There were no issues or error messages on any bwi product during the procedure. Transseptal puncture was performed with a safesept transseptal needle. A possible st. Jude sheath was used. The physician was not ablating at the time of the adverse event. The irrigation flow was set at 2ml/min during mapping. The patient received anticoagulant during the procedure with an activated clotting time (act) of 360 seconds.